Event description:
Facility reports a home pt had 2 episodes of peritonitis. When the pt's set was changed, the nurse noticed the o-ring on the six inch catheter extension was loose. Pt was placed on antibiotics. Pt is currently free of peritonitis. The sample is available for evaluation.